Manufacturer narrative:
Technician found that the pt head left siderail not staying up due to a bent guard plate. Realigned the plate to resolve this issue.

Event description:
Information received that the left siderail was not staying up. No injury reported.